Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse inspected the system and initially found no issues. The emergency stop (e-stop) button was engaged, and the axis was manually moved off the hard stop. The fse then performed shoulder encoder calibration, followed by a shoulder sine cycle, and verified smooth operation. Using joystick controls in normal mode, the shoulder was tested through its full range of motion. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a training/demo of the da vinci system, the customer was not able to deploy for draping, the boom stops with message to remove obstruction. Raising and rotating the boom works normally except for the boom extension. There was no report of patient involvement or reported injury.